Event description:
The manufacturer received information alleging while using the device during the nighttime that the device was "unusable". They allegedly had performed a check on the device, and a ventilator inoperative condition alarm was confirmed on the device. The device was replaced with another device there was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. The service technician reviewed the system error log, and the issue was confirmed for this device. The device's system printed circuit assembly (pca) board was replaced to address the issue. Additional findings not related to the malfunction/issue was a system error for being unable to write to the event log. The system pca board was replaced on the device to resolve this issue. In addition, "life related smell" were confirmed on the device. The blower and outlet flow path were replaced on the device to address this issue. After replacing the parts on the device, a functionality test, and the device was cleaned.